Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial and peroneal arteries. Following dilation with a long balloon in the peripheral side of the target lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the trifurcation. The balloon was initially inflated at 6 atmospheres for 2 seconds; however, on the second inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device encountered resistance during withdrawal but was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported.